Event description:
It was reported that a spectrum iq pump had the pumping mechanism not activate upon opening the door. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pumping mechanism did not activate upon opening the door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed input/output board. The input/output board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.